Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions on resetting the pump and assisted the caller with the process, advising them to reload the cartridge and resume insulin delivery. After the reset, the malfunction code did not recur, and the caller was informed to continue using the pump but to reach out if any malfunction code appeared again. The caller acknowledged and understood the instructions.